Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phi=one call that, the reservoir is not clicking into the pump and the o ring is missing and there was a little crack and the reservoir is unable to lock in place when inserted into pump.. The blood glucose was over 400 mg/dl and treated with the insulin pump. Cust has tape on it and that was holding in placed. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.